Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4-5 posterior/posterolateral fusion using rhbmp-2/acs and a cage. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the site of implant. Patient has chronic pain and radiculitis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent: wide decompression laminectomy, facetectomy and removal of pars inter articularis at l3-4, l4-5 and l5-s1 with decompression of the ascending l3-4-5 and s1 nerve roots bilaterally; bilateral l3-4, l4-5 and l5-s1 discectomy with placement of concorde cage filled with rhbmp-2/acs; bilateral segmental fusion l3-4 to l5-s1 using pedicle screws, rods and crosslinks; bilateral posterolateral lateral fusion l3-4 to l5-s1 using locally harvested autograft as well as matrix. Preoperative diagnosis: l3-4 stenosis; recurrent l4-5 disc herniation; painful degenerative disc disease with foraminal stenosis at l5-s1. Perop notes: once decompression, the exiting nerve root is obtained, discectomies were performed. The thecal sac was retracted from left to right and held in position at the l3-4 level by the physician assistant holding the nerve root retractor. The cartilaginous end plates were removed using various sized scrapers down to good bleeding cortical bone. This process is repeated on the opposite side at l3-4 level. The space was sized for a cage and the cages were filled with rhbmp-2/acs prior to placement of cages. A locally harvested autograft was placed into the cage and then the cage was placed first, on the left then the right side. This process is repeated at the l4-5 level. The interspace was incised for a concorde cage on either side and prior to placement of the cage, locally harvested autograft was placed into the cage, and then the cages were gently tapped into position or either side. At the l5-s1 level, there is found to be some ossification at the posterior aspect of the disc space and this necessitated using some scrapers to fully open the disc space on either side. Once the markedly degenerative disc material was removed, the cartilaginous end plate is removed using various sized scrapers. Then the interspace is sized for a concorde cage on either side and then placement of the cag es. Locally harvested autograft was placed into the cages.